Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were episodes of oversensing noted on the device. Technical support was contacted and recommended reprogramming to resolve the oversensing. The device will be reprogrammed at the next follow-up in clinic and the patient was stable with no consequences.